Event description:
Device (oxygenator) was set up and primed with no incident. Pt went on bypass and it was noted that sats were dropping. It was then noted that blood was leaking from gas port. Fio2 was increased from 60% to 100%. Sweep was increased from 3lpm to 6lpm and sats increased to 70's. A decision was made to change out the oxygenator even though the sats had improved. Unit was changed prior to cross clamp. New unit performed fine throughout remainder of case. Pt not impacted.